Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having problems with the insulin pump. Customer stated that the piston pushes the insulin out into the tubing and it just stops in the middle of administering insulin. Customer stated that it constantly says no delivery. Customer changed the site to get it working. Customer stated that she just got out of the hospital last night because her blood glucose went up due to a no delivery. Customer passed out and her mom came out. The paramedics said her blood glucose was up to 400 mg/dl. Customer's blood glucose was 135 mg/dl at the time of the incident. Troubleshooting was performed and customer was advised that the pump was working as designed. The alarm was caused by an infusion set or reservoir occlusion. Customer reported a high blood glucose of 449 mg/dl when she was hospitalized on (B)(6) 2017. Customer had diabetic ketoacidosis and was wearing the pump at the time of the incident. Customer was treated with fluids and an IV drip.